Event description:
It was reported to vyaire medical that the bellvista1000 us is showing alarm 379 - no o2 dosing possible. Furthermore, was no patient involvement associated with this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire medical received the logs and reviewed. The o2 gas path test found that the insp block is leaking. Sent customer new insp block under warranty replacement. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical. Received the inspiration block for evaluation. Visual inspection of the unit under test (uut) found no indications of damage or misuse. The uut was installed into a known good top level system running software version 6.1.0.2, and upon startup there were no alarms or warning messages. The unit base level test, zero pressure calibration, and circuit "e" test were performed and passed with no functional issues found. O2 sensor calibration was performed and passed. Ventilation was run for 1 hour with 60% o2 and then with 100% o2 with no alarms, warning messages, or issues encountered. O2 sensor calibration was performed again and passed without issue. There were no functional issues found during testing (from return analysis). The reported complaint was not duplicated. A leaking dosing valve caused alarm 387 and alarm 379. Intermittent leak in inspiration valve causing alarm 401 during startup (from the logfiles).